Event description:
This lead was capped and replaced due to dislodgement. There are no adverse events reported for this patient. This device was retained by the hospital. Should additional information become available, this file will be updated.